Event description:
It was reported that an asymptomatic patient received an alert for non-sustained rv oversensing episodes. The noise was not reproducible with isometrics, pocket manipulation, and deep breathing. Programming changes will be made.

Manufacturer narrative:
(B)(4).